Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose motor support disk. The insulin pump has a missing end cap sticker.